Manufacturer narrative:
Device evaluation not performed.

Event description:
The product was used during a gallbladdder procedure. Reportedly, the clips did not avance properly. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.